Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and no delivery alarm. Customer's blood glucose level was 407 mg/dl. Customer believed the alarm resulted from a possible site occlusion. Customer advised they would change out their complete set in order to resolve the issue.